Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the physician found the left ventricular (lv) lead to be contaminated. The physician elected the replace the lv lead during procedure. The patient was in stable condition throughout.